Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 using a nasal swab sample. Confirmation pcr testing was performed on an unknown date, using an unspecified sample type, which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test for one patient and two tests with one lot. This MFR. Report addresses test one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on 28dec2021 using a nasal swab sample. Confirmation pcr testing was performed on an unknown date, using an unspecified sample type, which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147880 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 147880, test base part number 195-430h / lot: 141888a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147880 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to issues including the interpretation of the result, or the specific patient sample. Reference MFR. Report: 1221359-2022-00567.